Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had set a high temporary basal rate and as a result, the blood glucose (bg) was low. The customer declined to provide additional information regarding event.